Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator (ICD) entered backup mode. The device had yet to be implanted and entered this mode while on the sterile table in the lab. The device was exchanged and the patient was stable throughout the procedure.

Manufacturer narrative:
The reported complaint of unexpected reset was confirmed. The device was received in backup mode of operation, which was discovered while device was still in the box. Analysis of device image determined backup occurred due to bus error and hardware reset. After reloading device firmware, functional testing was performed and no anomalies were noted. Backup operation could not be reproduced despite extensive testing. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Manufacturer narrative:
Correction to add device history record (DHR): a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.